Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 400 mg/dl, 500 mg/dl, 417 mg/dl, 413 mg/dl and 200 mg/dl. The customer was treated with the manual injection and insulin pump. The customer reported that the infusion set cannula was bent. The troubleshooting was performed for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that the drive support cap appeared normal. The customer was advised to discontinue use of pump and revert to back up plan. The insulin pump will not be returned for analysis.